Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads dislodged. On (B)(6) 2024, the leads were explanted and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5164509.